Manufacturer narrative:
The hill-rom technician found the right head side rail switch needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed will self run into trendelenburg. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(6).